Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the power complaint could not be duplicated. A review of the pump¿s black box data revealed a cs 054 call service alarm, and a pump reboot involved with clearing the alarm. The battery cap was not returned with the pump, and a test cap was used to complete the investigation. There was moisture inside the battery compartment. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The leak test failed due to a battery compartment leak. The pump was opened and there was additional moisture found in the pump. Unrelated to the initial complaint, the battery compartment was cracked.